Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Cause was unknown. Customers friend provided customer with juice to address bg level. Customer had stiff neck, and tight calf's due to low bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.